Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of progressive noncompliant deep vein thrombosis developed pulmonary emboli and was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an ivc cavogram was performed which demonstrated the ivc to be patent and free of filling defects. A filter was deployed in the infrarenal ivc and the position was confirmed with a fluoroscopic spot view. Approximately three months post filter deployment, the patient presented to the emergency department with complaint of lower back pain. Lumbar x-rays were performed which demonstrated an incidental finding of an ivc filter adjacent to l3. The patient was discharged with a diagnosis of slip disk. Approximately two days later, the patient became unresponsive at home and was transported to the hospital via fire rescue. The patient was admitted in cardiopulmonary arrest and CPR was continued; however, despite resuscitative efforts, the patient expired. The medical examiner¿s report indicated the cause of death was pulmonary embolism with coronary arteriosclerosis, focal myocardial fibrosis, and pneumonia focal as contributing causes. The manner of death was classified as natural. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient with history of pulmonary congestion, hypostasis, progressive noncompliant deep vein thrombosis and pulmonary embolism had an inferior vena cava (ivc) filter deployed in the infrarenal ivc. Approximately three months post filter deployment, the patient became unresponsive at home and was transported to the hospital in cardiopulmonary arrest. Despite resuscitative efforts, the patient expired. The medical examiner¿s report indicated the cause of death was pulmonary embolism with coronary arteriosclerosis, focal myocardial fibrosis, and pneumonia focal as contributing causes.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of progressive noncompliant deep vein thrombosis developed pulmonary emboli and was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an ivc cavogram was performed which demonstrated the ivc to be patent and free of filling defects. A filter was deployed in the infrarenal ivc and the position was confirmed with a fluoroscopic spot view. Approximately three months post filter deployment, the patient presented to the emergency department with complaint of lower back pain. Lumbar x-rays were performed which demonstrated an incidental finding of an ivc filter adjacent to l3. The patient was discharged with a diagnosis of slip disk. Approximately two days later, the patient became unresponsive at home and was transported to the hospital via fire rescue. The patient was admitted in cardiopulmonary arrest and CPR was continued; however, despite resuscitative efforts, the patient expired. The medical examiner¿s report indicated the cause of death was pulmonary embolism with coronary arteriosclerosis, focal myocardial fibrosis, and pneumonia focal as contributing causes. The manner of death was classified as natural. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, the patient expired from a pulmonary embolism with coronary arteriosclerosis, focal myocardial fibrosis, and pneumonia focal as contributing causes. The origin of the pe could not be determined. The patient had a history of dvt and pe prior to filter deployment. Therefore, it can be confirmed that the patient had pe after filter implantation. However, the overall investigation is inconclusive as the relationship between the filter and the pe could not be established in the provided medical records. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. -procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient with history of pulmonary congestion, hypostasis, progressive noncompliant deep vein thrombosis and pulmonary embolism had an inferior vena cava (ivc) filter deployed in the infrarenal ivc. Approximately three months post filter deployment, the patient became unresponsive at home and was transported to the hospital in cardiopulmonary arrest. Despite resuscitative efforts, the patient expired. The medical examiner¿s report indicated the cause of death was pulmonary embolism with coronary arteriosclerosis, focal myocardial fibrosis, and pneumonia focal as contributing causes.